Event description:
It was reported while using bd intima-ii¿ closed IV catheter system the tubing ruptured. The following information was provided by the initial reporter: on (B)(6) 2022, the radiology nurse performed indwelling needle on the patient, and the indwelling needle tube ruptured during upper abdominal CT enhancement. The nurse immediately replaced the indignant needle and reindled it for follow-up angiography. The patient was affected by reindwelling.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0188786. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers believe that the most likely root cause for the rupturing of the device is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Additionally the root cause for the reported bending of the device could not be determined based on the limited information provided to our engineers. Check the retained sample of this lot, no bending phenomenon, 45psi leakage test of the sample, no leakage.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system the tubing ruptured. The following information was provided by the initial reporter: on (B)(6) 2022, the radiology nurse performed indwelling needle on the patient, and the indwelling needle tube ruptured during upper abdominal CT enhancement. The nurse immediately replaced the indignant needle and reindled it for follow-up angiography. The patient was affected by reindwelling.